Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the freestyle libre reader. Caller reported the customer was unable to test due to the reader not powering on with button press or test strip insertion and not charging when connected to the data cable. Customer experienced two seizures and was seen at a health center, where he was diagnosed with hypoglycemia and administered glucose as treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A battery/no power issue was reported with the freestyle libre reader. Caller reported the customer was unable to test due to the reader not powering on with button press or test strip insertion and not charging when connected to the data cable. Customer experienced two seizures and was seen at a health center, where he was diagnosed with hypoglycemia and administered glucose as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reader (B)(6)has been returned and investigated with retained test strips. Visual inspection was performed on the reader and no issues were observed. Reader did not power on with button depression, test strip or usb cable insertion. The reader was de-cased. Visual inspection was performed and liquid contamination was observed due to liquid ingress. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted.